Manufacturer narrative:
Device evaluation: a reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 12/29/14 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was emitting frequent occlusion alarms and the patient had a blood glucose (bg) of 400 mg/dl with 400 mg/dl with abdominal pain, nausea, and headache, and symptoms of dehydration, no ketones. Patient required no unusual treatment. During troubleshooting with customer support, user was able to change cartridge and able to prime the pump without an occlusion alarm or cs064 alarm occurring or change in motor noise. Cs found that the cartridges were not being user per the IFU. This complaint is being reported because the patient experienced hyperglycemia associated with improper use of the cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.